Event description:
It was reported that, 'trial shell was impacted but did not have adequate coverage, so doctor attempted to remove with the trial impactor, the trial impactor did not thread into the trial shell. After the proper size shell implant was impacted the surgeon attempted to trial with the specialty trial liners, both liners cracked while trying to remove them from the shell implant."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report. This si the same patient/event as MFR #2249697-2009-00374 & 2249697-2009-00376.